Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The anvil was observed to be tilted and separated from the tubing. The device was subjected to a measured * anvil retention test with an acceptable result. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur if the instrument is subjected to excessive tension. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic esophagus cancer, while using the device on the esophagus passage, orvil anvil detached itself from the plastic tube through the passage of the patient's esophagus. Surgeon used another orvil to complete the case. There was no patient injury.